Event description:
Following information reported by the customer, the maxi sky 440 ceiling lift fell out of the track's gate. The ceiling lift was not used with the patient. No injury was claimed. Gate is part of the ceiling installation that allows to facilitate the transfer in a different way. The ceiling lift may change the track when reaches the gate. The ceiling system involved is not the arjo one and was installed by the third party company.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Manufacturer narrative:
In the reported event, non-arjo track equipped with non-arjo gate was used with arjo maxi sky 440 ceiling lift. The system was assembled by the third-party company. The instructions for use dedicated to maxi sky 440 (IFU 001.16000.33.en) states: "note: arjohuntleigh port able lifts are specifically designed for kwiktrak ceiling rail systems, and arjohuntleigh slings and accessories." The correct way of using the gate was presented by the third-party company representative during the visit of the arjo sales manager. The way of using the gate was presented. It was explained that to open/ close the gate, the user needs to push a button on the wall. When the ceiling lift is inside the gate and the open button is being pushed, the ceiling lift can detach as occurred in the reported case. The customer was not able to find the instructions for use (IFU) dedicated to the gate system. As the IFU was not available to arjo, it was not possible to check whether the instructions how to operate the gate were the same as those stated during the interview with the third-party company. The customer decided not to use the non-arjo tracking system (as per IFU) to avoid the reoccurrence of such events in the future. To sum up, the arjo device played a role in the reported event. No technical deficiency of the arjo device that could have contributed to the reported ceiling lift fall was found. The complaint decided to be reportable due to the allegation of the maxi sky 440 ceiling lift fall from the track.

Event description:
Following information reported by the customer, the arjo maxi sky 440 ceiling lift fell out of the non-arjo track's gate. The caregiver kept the lift from falling to the floor. The event occurred after the patient transfer from the bathroom. The patient sitting in a wheelchair was hit in the thigh by the falling ceiling, however no injury was sustained. The gate is part of the ceiling installation that facilitates the transfer from one track to another. The ceiling lift may change the track when reaches the gate. In the facility where the incident occurred, the gate allowed the transfer from the room to the bathroom and back. The ceiling system inspection performed by the representative of the third-party company did not reveal any ceiling installation failure. The involved maxi sky 440 was inspected visually and no issue was found.